Event description:
A surgeon reported that following intraocular lens (iol) insertion, during viscoelastic removal, a radial tear was noticed while re-pressurizing the eye. The surgeon feels the tear was due to zonular laxity as it was noticed in the final stage of the procedure. Additional information was received from the surgeon who reported the event will resolve with treatment. He reported vitreous prolapsed around the intact capsule with iol in the bag after removing the viscoelastic. In the surgeon's opinion, the device did not cause/contribute to the event; but probably due to loose zonules. The lens is in the bag with no opacity.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete the investigation. Additional information was requested and received. (B)(4).